Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic during follow up, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. No further information is available.

Event description:
New information received states another instance of nonsustained right ventricular oversensing episodes were observed on a merlin transmission due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made.

Event description:
New information received states when an asymptomatic patient presented a merlin transmission, post-paced t-wave oversensing was observed. Reprogramming changes were recommended. The patient is being rescheduled for a visit.